Event description:
It was reported that the downstream occlusion seal was peeling, and the air detector was loose. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose air detector, and a peeled downstream occlusion seal. Functional testing was able to duplicate the reported problems. It was determined that the air detector and the downstream occlusion seal were the root causes and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.